Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced pain and disability.according to the physician's office, he has not seen the patient since the procedure in 2010 and no patient complications were reported. All other information is unknown and unavailable.